Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that the device was prepped (air aspiration) inside the anatomy. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement resulting in the reported failure to advance. Further interaction with the guide catheter during retraction of the stent delivery system (sds) likely contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending (lad) artery. A 3.50x23mm xience sierra stent delivery system failed to cross due to anatomy. During removal the stent dislodged in the guideliner. The device was removed with the guideliner altogether as one unit; therefore, the dislodged stent was simply removed with no issues. It was noted the device was not prepped until in the body. There was no additional treatment. There was no adverse patient effect and clinically significant delay. No additional information was provided.